Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of system revision due to infection. Also, wound dehiscence was noted on the pocket site. There were no additional adverse patient effects were reported. The product was explanted.